Event description:
The nurse set all alarms and left the room for approximately five minutes. The patient had no function of his extremities. He could only move his head from side to side. Upon return, the nurse heard the alarms and found the ventilator tubing disconnected at the ballard swivel from the endotracheal tube. The baxter isothermal custom adult respiratory breathing heated circuit (ventilator tubing) was attached to a ballard trach care, which was attached to the ballard swivel adaptor, which was attached to the endotracheal tube. The patient experience bradycardia and respiratory arrest requiring CPR. The patient arrested again the next day and died.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, design - human factors, connector or adaptor, tubing. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.